Manufacturer narrative:
Section a2 & a4: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an issue with the haptic of a non-preloaded monofocal intraocular lens (iol) was identified, described as broken or detached; however, the extent of the haptic damage could not be determined. No force was reported during delivery. The fully implanted iol was removed from the patient¿s left eye and successfully replaced during the same procedure with another lens of the same model and diopter power. No patient injury was reported, and no unplanned surgical interventions or medications outside the standard of care were required. The patient outcome was reported as fine and no additional surgical interventions are planned. No further information was provided.